Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
Date of incident: (B)(6) 2015. Product issue noted: prior to use. Adverse event/patient harm: no. Stated concern: string normally attached to pattie came detached from packaging. Discovered when performing initial count and removed from field. Procedure: craniotomy.

Manufacturer narrative:
Upon completion of the investigation it was noted that the manufacturing lot traveler was pulled and reviewed for lot 698559. All information on the traveler indicates that the product was produced within specifications. There were no engineering change orders or anything unusual relative to the manufacturing documentation of this lot. All pull tests (which ensure proper bond between the string and pattie) were reviewed and found to be within acceptable limits. The minimum pull strength specification is 2.0 lb and the alert is 3 lbf. All pull tests were found above the alert. Therefore root cause could not be determined. The product returned was also pull tested and all were found to be acceptable per our specifications. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.